Event description:
Independent repair center, customer alleged low o2/yellow light, and the key failure is the valve is stuck. Associated malfunction for this device: power switch short circuited, manifold assy stuck.